Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.

Event description:
A patient, who was enrolled in a study, underwent a da vinci-assisted pulmonary lobectomy. On post-operative day one, a pneumothorax was identified via x-ray and as a result, a chest tube was placed for treatment. The event was reported as resolved and the patient was discharged on post-operative day six. There was no report of a da vinci device malfunction. The study investigator reported the event as moderate severity, a clavien-dindo grade iiia, and not related to a da vinci device but had a causal relationship to the study procedure and the patient's underlying disease status.